Event description:
A doctor alleged that a patient had experienced sensitivity after placement with maxcem elite clear.

Manufacturer narrative:
To date, the patient is doing fine; the doctor prescribed the patient with duraphat and replaced the crown. The product involved in the alleged incident was not returned; therefore, a retain sample evaluated for gel time and set time yielding results within specifications.